Event description:
It was reported that; expired product was opened and implanted.

Manufacturer narrative:
Results: the device was not returned and not lot# was provided therefore, device inspection, functional and complaint history could not be performed. Conclusion: based on the reported event, the likely root cause of the reported event was determined to be user error.

Event description:
It was reported that; expired product was opened and implanted.